Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the neurolink stent and delivery system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
(B)(4). It was reported that during a study with an unspecified number of patients, after implantation of an unspecified number of neurolink stents for treatment of intracranial vessels, in-stent restenosis occurred in as many as 32.4% of the cases. No intervention and no additional information was noted.